Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported the infusion device display is damaged, and he is unable to read the time, date, or insulin delivery amounts. The infusion device was not dropped prior to the event. He inserted a new battery, but this did not resolve the issue. He was unwilling to provide additional details regarding this complaint. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.